Event description:
Per the clinic, open circuits were noted on all electrodes. The device was then explanted on (B)(6) 2023, and the patient has been reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 02, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 19, 2023.